Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The cause of the event remains indeterminable, but patient comorbidities such as hyperlipidemia may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, a complex congenital heart disease patient with a 26mm sapien 3 mitral valve implanted for 9 years and 5 months now has severe prosthetic valve stenosis and moderate regurgitation. The posterior leaflet has reduced motion. Her symptoms are stable, with dyspnea during daily activities such as carrying laundry and grocery shopping. She has self-limited chest pain about once a month. She denies orthopnea and paroxysmal nocturnal dyspnea. She has peripheral edema in her legs and feet with travel or prolonged standing. She occasionally has lightheadedness or dizziness. The patient was planning to get an intervention to fracture the surgical valve that was never fractured when the transcatheter heart valve was implanted. However, the case was cancelled due to the team putting the patient on the heart transplant list. The patient has l-tga complicated by systemic rv dysfunction (ef 25% 7/2025), systemic av (tricuspid) valve stenosis s/p 3 tricuspid valve replacements with early thrombosis of the first 2 valves (2014 mechanical, 2015 bioprosthetic, 2016 transcatheter sapien s3) now with severe prosthetic valve stenosis and moderate regurgitation, cva in setting of mechanical valve thrombosis 2015, hyperlipidemia, and obesity.